Manufacturer narrative:
(B)(4): eval, results: death, myocardial infarction, aneurysm rupture; (details for of the event and cause of death were not reported). Eval codes, conclusion: (details for of the event and cause of death were not reported).

Event description:
An aneurx stent graft system and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm approximately six years ago. Aneurysm and vessel morphology from the time of implant and currently were not reported. It was reported that the pt presented emergently one month ago for an unk reason. The pt presented either with a myocardial infarction or a ruptured abdominal aortic aneurysm, or a combination of the two. It was reported that the pt's aneurysm may have been ruptured during the chest compression for the life saving attempt, after a myocardial infarction. The pt expired the same day. (Ref # 2953200-2011-00708, and 2953200-2011-00709).